Manufacturer narrative:
Fcg kit, needle, biopsy.

Event description:
According to the initial reporter, "the needle broke off in the patient. User was able to retrieve broken piece."

Event description:
According to the initial reporter, "the needle broke off in the patient. User was able to retrieve broken piece."

Manufacturer narrative:
Fcg kit, needle, biopsy.